Manufacturer narrative:
(B)(4).

Event description:
It was reported that a frozen screen display occurred. It was indicated that the operating system was not supported, which is off label usage of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the app had a frozen interface occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.